Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: depoprovera in (B)(6) 2011. Concomitant products included clonidine since 2017, dimenhydrinate (dramamine) since 2016, gabapentin from 2013 to 2014, multivitamins, plain since 2017, naproxen since 2015, phentermine since 2016, rizatriptan since 2016 and topiramate (topamax) since 2014. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain."). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, anxiety and depression had not resolved, the abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved, the migraine and weight increased was resolving and the menorrhagia, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms continued diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : patient's demographic was added. Events : abnormal bleeding vaginal, menorrhagia, headaches, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, lower abdominal pain were added. Onset date of events added. Lab data added. Concomitant medication and condition added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, dyspareunia, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: symptoms continued. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.